Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. The following has been provided by the initial reporter: higher amounts of atypical curves for the 630 channel (rsv target) and 475/520 channel triggering false positive result for rsv/flua.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. The following has been provided by the initial reporter: higher amounts of atypical curves for the 630 channel (rsv target) and 475/520 channel triggering false positive result for rsv/flua.

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive". Customer reported that they are having higher amount of atypical curve on channel cy.5 for rsv and fam that would trigger positive results for rsv/flua. Field service was dispatched. Field service adjusted the tilt on the gantry, adjusted the rear flag and aligned the gantry. Field service performed load cartridge and qpm and tray alignment. Field service performed 5ch test, with good results, but bubbles were noted in the cartridge. Field service visited again and check the pump operations. Field service adjusted the gantry and replaced a-side heater mux. Field service performed pm on the instrument. Field service performed a successful qpm and 5ch test. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct1783 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 10sep2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1783 and in (B)(6) 2021, the instrument experience atypical curves on rsv/flu assay. Field service was dispatched and replaced both readers and performed a gantry alignment. Samples were not returned for investigation, therefore returned sample analysis is not required. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. See h10.